Event description:
It was reported that compressor was not working properly. The patient involvement is unknown. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been finalized. According to the service order the field service engineer confirmed that the drainage valve did not work properly. The replacement of the drainage valve solved the issue after which the compressor mini worked according to specifications. No parts were returned therefore the root cause cannot be determined.

Event description:
Manufacturer ref.#: (B)(4).